Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between a titanium adapter and the patient connector of a minicap extended life pd transfer set. This was further described as "there was a rotate/loose problem between catheter connector and titanium adapter". This was observed at the hospital in the capd room during peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information in h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.